Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete an ECG fall-off test. The cause for the failure was isolated to an pinched (lead 1-) and (lead 2-) wire in the cable. The cable showed signs of physical abuse. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.